Event description:
The customer reported that the insulin pump was exposed to high magnetic fields, which caused the device to malfunction. Troubleshooting was performed. The customer stated that the insulin pump was not able to get out of the manual prime mode. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test as a result of a motor encoder signal being out of phase. No motor error alarms occurred during testing.